Manufacturer narrative:
Eval summary: the lens was returned for eval. Haptic and optic damage were observed. Solution and blood are dried on the lens. Results from the product history record review indicated the product met release criteria. File info indicated an approved cartridge was used. The product investigation could not identify a root cause for lens-broke during implantation-unable to retrieve-pieces fell into vitreous. A functional test was conducted per the directions for use (dfu) with the returned cartridge. The cartridge was filled with viscoelastic per the dfu; the lens was loaded and biased down. The lens advanced with no abnormalities observed. No lens or cartridge damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and blood, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received, but the surgeon did provide add'l info during a telephone conservation. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noticed that the lens was broken when it entered the eye. He was able to retrieve a few pieces of the iol, but other remaining pieces fell into the vitreous. The patient was referred to a retinal specialist. In a follow up, the initial implanting surgeon reported that pieces of broken iol were removed from the patient's eye by the retinal specialist five days after the initial event. Another iol was implanted and the patient is stable and "doing very well".